Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated they did not wake up from their sleep, prompting their spouse to contact the emergency medical services. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was around 30 mg/dl. The customer stated their hospitalization was not caused by a vehicular accident. The customer also reported their spouse had to treat them with a rescue shot prior to being hospitalized. It was found the customer was hospitalized for two days. The customer's blood glucose has been fine since the hospitalization. It was also reported the customer had over treated their blood glucose, prompting the emergency medical services to be contacted on (B)(6) 2014. Customer stated they were treated on location. No additional information provided.